Manufacturer narrative:
Manufacturer is currently performing evaluation and results will be provided with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where patient experienced no sensor detected alert leading to sensor removal and replacement.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.